Event description:
Caller indicated the relion confirm meter was giving high readings. Caller stated she was getting very hight readings for 2 days, got 528 and went to hospital. When she got to hospital reading with the doctors meter was 324. Tests were about 20 minutes apart. She was very dehydrated, they gave her IV fluids at the hospital. No other treatment. Controls not used. Customer is requesting refund.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.